Event description:
It was reported that the lead exhibited a sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
This report should be retracted. Serial number is incorrect. Correct serial number, (B)(4), reported on the january 10, 2011 submission under FDA number 2017865-2011-00081.